Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The probe sample was not returned to angiodynamics for evaluation since there was no report of probe or generator malfunction during the procedure. The customer's reported complaint description cannot be confirmed given the nature of this user injury/burn event. There was no report of probe or generator malfunction during the procedure. The root cause of the user injury/burn was the dr. Holding the target tissue in their hand during ablation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse event to the provider during use of an angiodynamics solero applicator. There was no device malfunction or patient complication during the procedure. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference pr25849

Event description:
This medwatch is not to report a device malfunction, but to report an adverse event to the provider during use of an angiodynamics solero applicator. There was no device malfunction or patient complication during the procedure. An angiodynamics tm reported the following event regarding use of a solero probe. On wednesday, december 16th, I ( I. Caussin) had requested for a clinical support specialist for microwave use on 3 lesions in the same patient during an open surgery with 3 more metastasis lesions to resect (total of 6 lesions for this patient). Clinical support assistants benedetta, colucci and dorothée bossis came to support this procedure. The mw probe was placed into a metastatic lesion directly into the liver by surgeon. The doctor was holding the probe handle while benedetta set up the solero generator (2 min, 140 w) and ablation was performed normally. Track back has been done and surgeon placed mw probe in second lesion. The surgeon was holding this probe with his right hand while holding liver in his left hand, four fingers below the liver, thumb up. He raised his head and asked for starting ablation with same settings. Within 10 seconds of treatment, he asked to stop treatment, saying he was burnt. Benedetta stopped the treatment. The doctor released the probe with right hand, pulled out his left hand to look at it: 3rd finger pulp showed brown spot on glove, I couldn't see if glove had a hole or not. His surgeon assistant retrieved/withdrew the probe from the liver, while dr. Was examining his glove. He told her not to do this, unfortunately, it was too late. She excused herself for having retrieved the probe from the lesion without track ablation procedure completed. The surgeon removed both gloves, looked at his finger. I asked if he was ok and he said "I was burnt but I'm ok" and asked for new gloves. Then he replaced the probe into the lesion under echography and completed mw ablation normally. There was no harm or injury to the patient due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.